Event description:
Patient receiving 5-fluorouracil continuous infusion cadd pump over 46hrs. Patient's pump displayed error message "no disposable, pump won't run" on 3 separate times during the first 24hrs. Medication did not infuse completely. Cassette reservoir removed from defective cadd pump and replaced for infusion completion.